Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high voltage lead impedance out of range was observed. The impedance was tested several times in clinic and was within normal limits. Programming changes were made. Patient will be follow-up with clinic in a week. The patient later presented for follow up in clinic where a manual hvli test was performed and noted it was stable. No noise was noted. The patient was stable before during and after the check. The patient is still implanted and continues to be monitored with merlin at home.